Manufacturer narrative:
Manufacturer¿s investigation conclusion: the submitted log files were evaluated and confirmed the reported event of a no external power alarm on 22jun2025. The analysis of the log files revealed a no external power alarm on 22jun2025 while the mobile power unit (mpu) was in use. This alarm appeared to have been caused by a loss of ac power, as the voltage within both power cables steadily decreased leading up to the alarm. The backup battery supported the system as intended during the loss of external power, and the alarm resolved within a few seconds when power was restored to the system. No other notable alarms were observed within the reviewed log files. The mobile power unit (mpu) (serial number unknown) was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported no external power alarm could not be conclusively determined through this investigation. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit not being reported. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage, power cable disconnect, and no external power alarms. This section also provides the actions to take if the alarm does not resolve. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mpu and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. This section also cautions to plug the mobile power unit into a properly tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords. Heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 - ¿safety checklists¿ and heartmate 3 IFU section e - ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had not been seen in clinic for over a year. The patient was asymptomatic. Log files were submitted for review. The event log file captured no external power events on 22jun2025 at 1207 while patient was on battery power. It appeared that both power leads were disconnected simultaneously. The log file also captured some low voltage hazard/ no external power events on 22jun2025 at 2259 while the patient was using the mobile power unit (mpu). The mpu had a total loss of power which enabled the emergency backup battery in the system controller to activate until power was restored to the mpu. The event last about 6 seconds. Of note, it appeared that the emergency backup battery (ebb) was replace on (B)(6) 2025 at 1018.